Event description:
Facility reported that one of their summits double pipetted into a row after receiving an error 137 (secondary rack blocked). No death or serious injury was associated with this incident.